Manufacturer narrative:
The faulty component was returned under return goods authorization (B)(4). The failure analysis lab evaluated the component and was able to duplicate the error and isolate it to pin 1 being intermittent and not always toggling with the changes to the input on the pin. This is a known issue and is being addressed through corrective actions.

Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event that any additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer reported: while doing a performance check on this unit everything comes in spec but the oscillator will not stop when the start/stop button on the ddi board is pressed. The customer then got a ddi board from another unit and it is working fine now. No patient involvement.